Event description:
Report received that pump alarms (type not specified) caused a delay in therapy. Pt was receiving an unspecified amount, type, and rate of insulin infusion. The infusion pump began to alarm and caused a one-half hour delay in receipt of the insulin therapy while troubleshooting was conducted. A tubing change was done to resolve the problem. The alarm situation caused no pt harm.